Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset resulting in elevated blood glucose levels. The patient went to the hospital due to diabetic ketoacidosis. The user was hospitalized for five days and treated with insulin administration and painkillers.